Event description:
Procedure type: unk. According to the reporter: a premium plus ceea was applied, but the distal rectal donut was still attached to the rectum following removal of the device from the rectum. Pt had to have a stoma.